Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) displayed a communication loss (comm loss) error message. According to the customer, this is affecting 16 tiles which are all zm tele units so this may be an org issue. The customer tried rebooting the cns and it displayed a monitor network disconnect error message. Technical support (ts) advised the customer to check the switch in the org closet that this cns and org connect to. Ts informed the customer to check for error lights and if the switch is unmanaged to try and reboot it. There was no patient injury reported. Investigation summary: the device was not returned for evaluation. A root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the cns: zm transmitters: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) displayed a communication loss (comm loss) error message. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) displayed a communication loss (comm loss) error message. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) displayed a communication loss (comm loss) error message. According to the customer, this is affecting 16 tiles which are all zm tele units so this may be an org issue. The customer tried rebooting the cns and it displayed a monitor network disconnect error message. Technical support (ts) advised the customer to check the switch in the org closet that this cns and org connect to. Ts informed the customer to check for error lights and if the switch is unmanaged to try and reboot it. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: additional model information: d10 concomitant medical device: the following devices were used in conjunction with the cns: zm transmitters: model#: ni. Serial#: ni. Device manufacturer date: ni. Unique identifier (UDI)#: ni. Returned to nihon kohden: no.